Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that no intervention will be performed and the patient will be monitored more frequently.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead exhibited varying impedance measurements with some being greater than 2,000 ohms. A lead fracture is suspected but not visually confirmed. The patient is not pacemaker dependent on ra therapy. No adverse patient effects were reported.